Event description:
It was reported that lead impedance through the device was greater than 9999 ohms, and there was intermittent capture. When checked via analyzer, both leads had normal impedance. The device was explanted. No patient complications were reported as a result of this event.